Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. Product ID: 8596sc, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, product type: catheter. Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the 8703w catheter had a kink at the distal end. Actions required as a result of the event was replacement. Diagnostic testing or troubleshooting had consisted of checking logs. Symptoms consisted of increased spasticity. The patient's status at the time of the report was listed as "alive - no injury." There would be no catheter to return as the customer discarded it. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the health care provider (hcp) opened the pump site and found multiple severe kinks in the pump connector. Actions required as a result of the event consisted of a revision. The hcp disconnected the pump connector and tested for patency and found the catheter to be working properly. The pump connector was reconnected to the pump and placed back into the pocket. Diagnostic testing or troubleshooting had consisted of side port aspiration. It was reported the product issue resolved. The cause of the issue was determined to be kinks in the catheter. Patient symptoms consisted of increased spasticity. It was noted the pump connector appeared to be an 8596sc but no such catheter was registered. There was also a note in the programmer that mentioned the 8596sc. The pump replacement had been done in a different territory so the device manufacturer representative had no records from that team on exactly what catheter was placed. It was noted this event occurred during post-operation. The patient¿s status at the time of the report was listed as ¿alive - no injury.¿ the device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.